Manufacturer narrative:
During failure analysis, the customer's complaint was confirmed; the device ran on its own without activation. Corrosion damage to the socket and the socket assembly was identified as the probable cause of the failure.

Event description:
A stryker micro sagittal saw was sent in for repair because it was running on its own without activation during a procedure. No adverse event ws associated with the device; the procedure was successfully completed with the same device.